Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 20.0 diopter lens partially delivered into the patient's operative eye and became stuck in the cartridge. Therefore, the lens was removed and replaced with the same model and diopter. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was observed in completely advanced position and locked. Scarce amount of viscoelastic residues were observed between the cartridge tip and the end of the cartridge tube of the device. Dfu states to completely fill the viewing window of the pcb00 with ovd. A the cartridge tip was observed broken. No lens was observed inside the pcb00 device and the lens was not received. The pcb00 device was opened and no assembly defects were observed. There were no damages observed in the assembly, neither flashes (screw thread and nut thread were correctly). The complaint stuck in cartridge was not verified in the sample returned since no lens was received. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.